Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this patient, please see associated report: MDR: 9610905-2018-00120.

Event description:
It was reported a twist drill broke during use and a portion remained implanted. Twist drill was being used at 40,000 rpm. It is stated in IFU 90-274-92-40 "twist drills are not designed to be used at speeds in excess of 5000 rpm."

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the device history records was not possible due to no lot number being identified. Due to no device being returned the failure root cause cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.